Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive, blank touchscreen. There was no patient involvement reported.